Event description:
It was reported that prime key inoperable found during testing. No patient injury reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (b)4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was duplicated. Prime key inoperable was found during the investigation. Tested prime button and keypad was inoperable. Root cause was found to be the defective keypad. Replaced the keypad.